Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2019, , mentor became aware that the date of surgery is (B)(6) 2019 and order for the replacements was placed. Hence, following fields have been updated on this form: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 300cc mentor memorygel breast implant; catalog number: 3503004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and was presented with right side rupture confirmed by MRI on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/6/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the sample was found ruptured. Also a crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware via operative report that patient also experienced silicone granuloma in the area of the right breast in addition to the rupture. Hence, patient code granuloma has been added to field on this form. Manufacturer¿s reference number: (B)(4).